Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Issue in the pen [device issue]. Hyperglycemia (500 mg/dl) [hyperglycaemia]. Case description: study ID: (B)(4). Study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes patient's height: 160 cm. Patient's weight: 70 kg. Patient's bmi: 27.343750. This serious solicited report from egypt was reported by a patient family member or friend as "issue in the pen(device issue)" with an unspecified onset date , "hyperglycemia (500 mg/dl)(hyperglycemia)" with an unspecified onset date and concerned a 22 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", actrapid penfill (insulin human) from 2006 and ongoing for "type 1 diabetes", dosage regimens: novopen 4: actrapid penfill: to not reported (dosage regimen ongoing); current condition: type 1 diabetes (since 2004). Concomitant medications included - lantus(insulin glargine), milga(benfotiamine, cyanocobalamin, pyridoxine hydrochloride) --/--/2018 to unk, vitamin d [colecalciferol](colecalciferol) --/--/2018 to unk. On an unknown date, the patient suffered from hyperglycaemia (500 mg/dl) for one week due to issue in the pen (not specified) as patient wasn't taking her dose. It was reported that patient had fbgl (fasting blood glucose) 105mg/dl, hba1c: 7.4 and she didn't suffer from any other medical history. Batch numbers: novopen 4: requested. Actrapid penfill: lr77r58; action taken novopen 4 was not reported. Action taken to actrapid penfill was not reported. The outcome for the event "issue in the pen(device issue)" was not reported. The outcome for the event "hyperglycemia (500 mg/dl)(hyperglycemia)" was recovered. Reporter's causality (novopen 4) - issue in the pen(device issue) : unknown. Hyperglycemia (500 mg/dl)(hyperglycemia) : probable. Company's causality (novopen 4) - issue in the pen(device issue) : possible . Hyperglycemia (500 mg/dl)(hyperglycemia) : possible. Reporter's causality (actrapid penfill) - issue in the pen(device issue) : unknown hyperglycemia (500 mg/dl)(hyperglycemia) : unknown company's causality (actrapid penfill) - issue in the pen(device issue) : possible hyperglycemia (500 mg/dl)(hyperglycemia) : possible

Event description:
Case description: investigational result: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available actrapid penfill 3 ml 100iu/ml - batch lr77r58. The product was not returned for examination. Since last submission following information updated .-investigational result added. -imdrf code added .-narrative updated accordingly. Final manufacturer's comment: 24-jan-2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical history of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Event is listed. This single case report is not considered to change the current knowledge of the safety of actrapid penfill. H3 continued: evaluation summary. Novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available